Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6 fr, stent: xience v 2.5 x 12 mm (x2), xience v 2.5 x 28 mm, vascular solutions guideliner, unk. Buddy wire, unk dilatation catheter. The xience v 2.5 x 12 mm, vision 3.5 x 15 mm, xience v 3.0 x 18 mm, were filed under separate medwatch MFR numbers. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was at the bifurcation of the circumflex and obtuse marginal artery. A xience v 2.5 x 12 mm stent was successfully implanted in the obtuse marginal (om) artery. A xience v 2.5 x 28mm could not cross the lesion (direct stenting) proximal to the implanted stent and was removed intact. Despite use of a buddy wire and balloon dilatation, the stent delivery system did not cross a second time and was removed. Angio was done and a non-abbott, stiff guideliner was inserted across the lesion. A rx xience v 2.5 x 12 mm was advanced and inflated at 12 atmospheres for 36 seconds and was implanted in the om. Additionally, a xience v 2.5 x 12 mm was deployed at 12 atmospheres for 14 seconds. A dissection was then seen just above that stent. The physician felt that the dissection was secondary to the guideliner, however, this could not be confirmed. An unk vision 3.5 x 15 mm stent was implanted over the dissection; however, the dissection was enlarging toward the left main artery. A second rx xience v 3.0 x 18 mm was implanted over the enlarging dissection, but the dissection continued to expand. The patient was transferred to surgery and underwent coronary artery bypass graft. Reportedly the patient was in good condition post-operatively. Though requested no additional information was provided.